Event description:
It was reported that non sustained right ventricular oversensing noted to be intermittent post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The ICD was being monitored. The patient was stable.

Event description:
Programming recommendations were given to the physician. The implantable cardioverter defibrillator (ICD) was being monitored. There were no changes to patient condition.